Event description:
An emergency department staff member was attempting to run an electrocardiograph (EKG) on a patient. During a patient test, the EKG machine showed "out of paper" on display window although there was plenty of paper left on the roll. The paper was repositioned several times, but the problem persisted with printing only approximately one inch of analyzed EKG at a time. An EKG technician was called to the department and this technician discovered that this was a user error caused by not plugging in the EKG machine. (The battery was low.) The EKG technician replaced machine with another unit that was charged. Technician advised staff on proper equipment management so this does not occur again.